Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2018-03665: it was reported there was redness at the patient's lead site on post-op appointment. The patient was prescribed antibiotics. On further follow up, the patient was diagnosed with an infection at the ipg and lead site. The patient had their scs system explanted due to an infection. The infection has reportedly resolved.